Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2006 and a mesh was implanted; the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that on (B)(6) 2010 the patient underwent cystolitholapaxy for bladder stones and eroded graft.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolape. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that the patient underwent mesh explant/repair post implantation on (B)(6) 2007, due to erosion, extrusion, pain, bleeding, infection and recurrence, on (B)(6) 2010, due to bladder calculus secondary to mesh erosion, and on (B)(6) 2011, due to mesh erosion into bladder, recurrence and infections. It was also reported that on (B)(6) 2010, the patient underwent cystolitholapaxy for bladder stones and eroded graft. It was further reported that the patient underwent the gynecological procedure in order to treat lateral cystocele, rectocele, and enterocele and mesh was implanted along with the concurrent procedures of cystoscopy and mccall culdoplasty.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07687. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that the patient underwent mesh explant/repair post implantation on (B)(6) 2007 due to erosion, extrusion, pain, bleeding, infection and recurrence. It was reported that the patient underwent mesh explant/repair post implantation on (B)(6) 2010 due to bladder calculus secondary to mesh erosion. It was reported that the patient underwent mesh explant/repair post implantation on (B)(6) 2011 due to mesh erosion into bladder, recurrence and infections. (B)(4) - undefined recurrence; bladder calculus.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that following insertion the patient experienced urinary/bowel problems, organ perforation, fistulae, dyspareunia, and vaginal scarring. It was reported that the patient underwent cystoscopy with laser fragmentation of calculus on (B)(6) 2010. It was reported that the patient underwent urethroscopy and cystoscopy on (B)(6) 2007, (B)(6) 2011, (B)(6) 2014. It was reported that the patient underwent a cystourethroscopy on (B)(6) 2013, (B)(6) 2013, (B)(6) 2014. It was reported that patient underwent vaginal excision of mesh slings x 2, removal of stone attached to mesh sling at the bladder neck & cystoscopy on (B)(6) 2013, due to a history of pelvic organ prolapse, erosion of periurethral mesh in the urinary bladder, pelvic pain and void dysfunction. It was reported that patient underwent examination under anesthesia, cystourethroscopy, suprapubic tube placement with a foley, excision of vaginal mesh with primary repair of bladder due to, eroded mesh at the bladder neck, exposed bladder mesh with attached calculus and omental interposition to iatrogenic vesicovaginal fistula on (B)(6) 2015. No additional information was provided.